Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call the insulin pump alarmed compromised force sensor system. Customer said blood glucose at the time of incident 190 mg/dl. Troubleshoot was not completed. The insulin pump will be returning for analysis.